Manufacturer narrative:
The primary di# has been used as the lot information is unknown. A4 - weight: 227 (units not provided). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd (person with diabetes) reported that they had issues with three cleo 90 infusion sets that did not stick and came off. On (B)(6) 2026, the pwd stated that the one set started to leak around the cannula insertion site. He stated he had the cleo 90 infusion set on for a day and a half and noticed that his shirt was wet and he smelled insulin. He stated he thought that the cannula had a block, so he replaced the infusion set and tossed the old one away. The pwd then stated he had two cleo 90 infusion sets pull out. He stated he bumped into something on two occasions, (B)(6) 2026 and the infusion sets got pulled and fell off. He stated he replaced those and tossed the ones that did not work. No patient harm or no patient injury.